Event description:
Additional information received indicating that the patient underwent a lead revision due to high impedance. The explanted lead has not been received by product analysis to date.

Event description:
The patient was seen in clinic and found to have high lead impedance and was referred for surgery. No reports of any recent trauma or manipulation. The patient had x-rays taken and the image was sent in and reviewed. The generator was located in the patient¿s left chest but below the 4th rib. No further assessment could be determined from the one image provided due to the angle and quality of the image provided. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.